Event description:
Information was received from a company representative (rep) via a patient receiving intrathecal dilaudid (hydromorphone) 5.0 mg/ml at 0.5006 mg/day via an implantable pump. The patient reported loss of therapy from surgery date until now and fluid filled pocket near spinal incision. Patient declined any falls or other factors. Patient was scheduled for a dye study today and were unable to aspirate. X-ray confirmed catheter tip was not where it was expected, confirmed migration. The pump was turned on minimum rate. Patient was scheduled for catheter revision surgery (B)(6) 2025. The issue had yet to resolve at the time of this report with patient's status being "alive-no injury". The patient's weight and medical history were asked but made unknown. Additional information was received from the patient reporting that the patient stated the pump had failed completely. Patient stated the doctor told them the anchor had failed. Patient mentioned they were having a second surgery for a failure that they did not understand. Patient stated they want to understand how they could avoid the anchor fail again and what they could do to prevent the issue. Agent consulted with technical services and reviewed the meaning of the anchor and redirected patient to healthcare provider for further clarification.

Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2024 and product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 23-oct-2026 and UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a healthcare provider via a company representative (rep) stated that there was no issue with the pump. Furthermore, the anchor did not fail, and it was still anchored. The whole entire catheter was discarded and replaced.

Event description:
Additional information was provided from a healthcare provider via a company representative (rep) stated that there was no issue with the pump. The anchor did not fail. The whole entire catheter was discarded and replaced.

Manufacturer narrative:
H3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.